Event description:
Continuous renal replacement therapy (crrt) machine just stopped out of nowhere and stated system failure. There was no way to trouble shoot. The machine just stopped. Crrt was working fine all morning without any alarms. At that time there were no big changes with the patient besides low pressure. It just stopped and said system failure. Nurse tried everything to bypass it to keep the crrt running but there were no choices or anything. It was as if the screen just froze up. The only way the nurse could get the alarm to stop was to finally turn the machine off. Of course nurse was unable to return any blood.